Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer's low was alleged to be caused by insulin pump over delivery. The reporting party did not mention how the customer was treated. The customer experienced symptoms such as prolonged loss of consciousness, a coma, and resulted in extended rehabilitation, hemiplegia, and cognitive and memory deficits. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The reporting party retained the insulin pump and consumables. It is unknown if the insulin pump will be returned for analysis as there is pending legal action.